Event description:
Put on a pair of purple disposable gloves and the entire wrist area ripped off. Manufacturer response for exam gloves, flexal (per site reporter). Cardinal health is converting us to a higher quality glove due to ongoing quality issues.